Event description:
The customer reported via phone call that she was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump did not activate when it was supposed to. The customer explained that she received a low alert when her blood glucose was 188 mg/dl. The day after the customer did experience low blood glucose, but the insulin pump did not activate the suspend feature. The customer was advised to treated her blood glucose based off the blood glucose reading and not the sensor glucose reading. The customer was advised to call back in regards to the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.